Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, rust was found in the s-socket, therefore, it was determined that there was an entry of fluid from it. However, the root cause was not identified. The s socket and spring in the tube will be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis exera iii xenon light source had a e300 error. Upon inspection and testing of the customer returned device, observed rust on the suction socket. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered signs of liquid in a tube from the suction socket and dust was also found inside the device. The device was cleaned, and no other faults were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.